Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post deployment, patient was admitted for filter retrieval. It was observed that the filter was tilted posteriorly towards the left. Multiple unsuccessful attempts were made to retrieve the filter using the ensnare. After it had been determined that the tip of the bard recovery filter was embedded within the posterior wall of the ivc, a decision was made to discontinue the filter removal process. Approximately 13 years post deployment, CT scan revealed that total of six prongs perforated the ivc. Also, it was observed that there was a fractured prong. The fractured strut penetrates the retroperitoneal fat. There was fracture strut anterolaterally on the tight side that was immediately adjacent to the third portion of duodenum. Another strut interrelatedly on the left side was at least adjacent to the slightly more distal portion of the duodenum, possibly superficially penetrating the wall. Two years later, aln retrieval cone was used to attempt to grasp the apex/retrieval cone without success. Then, endocranial forceps were advanced to the level of filter apex and attempted to grasp apex/cone. The filter was collapsed completely within the sheath. The filter was removed and inspected to have 8 legs. An attempt was made to removal of one leg near the right lateral wall using forceps was performed but the leg could not be grasped. Therefore, the investigation is confirmed for filter limb detachment, filter limb perforation of the ivc wall, filter tilt and filter retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using ensnare was unsuccessful due to filter embedment in the ivc wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated into the organs. The device along with detached struts has been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that three detached fragments in the abdomen, one fractured fragment in the lower lobe, and one fractured fragment in the spine. The patient reportedly experienced abdomen and back pain; however, the current status of the patient is unknown.